Event description:
Procedure type: colon resection. According to the reporter: the customer reports that the device stapled but did not cut, and would not re-open. The operation was converted to open surgery to release the instrument and redo the anastomosis of the colon.

Manufacturer narrative:
(B)(4).